Event description:
Using a dexcom g7, the device fed in accurate readings of double my current blood glucose to an automated insulin delivery system, which proceeded to dose me for the inaccurate number, all the while blood glucose was in a normal range with a reading of 122, but the dexcom was reading over 200, which normally would require a correction of several units of insulin which my automated insulin delivery system using this incorrect data gave me. If I hadn't noticed the inaccuracy, it probably would have continued and giving me far more insulin, possibly contributing to a life-threatening situation.